Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that patients implantable pulse generator (ipg) placement was superficial causing the incision site not healing properly. No device malfunction suspected. The patient underwent a revision wherein the ipg and the leads were replaced. The patient was doing well postoperatively, and the explanted devices were retained by the medical facility and will not be returned.